Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, a pt experienced an unexpected outcome due to the lens rotated off axis. Additional info has been requested.

Manufacturer narrative:
Eval summary: the product was returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Additional info was requested on 04/23/2012 and 05/02/2012 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).